Manufacturer narrative:
The reported failure of [insert reported failure]is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The trilogy 100 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation at a third-party service center, the device was visually inspected and found no evidence of foam degradation, however, an error code in relation to perm_fail_int_li_ion was recorded in the device vent log. The device was scrapped.